Event description:
A malfunction on the pump was reported by the caller with no notable events leading to the issue. There was no adverse impact on the customer's blood glucose level. The customer initially couldn't reset the pump due to a missing charger but later called back for assistance. Technical support provided information on resetting the pump, and after the reset, the malfunction code did not recur. The customer was able to continue using the pump and was instructed to report any further issues.